Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed skin irritation with the pod. The patient visited the dermatologist dr. (B)(6) on (B)(6) 2024. The dermatologist took a look at the skin irritation and it appeared red and swollen with a diameter of 3 mm. The patient was prescribed magistral cream for treatment.